Event description:
It was reported that one contact on one of the patients leads had a high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned.